Manufacturer narrative:
The device was not returned to the MFR for physical eval. And the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis pt has reported that the pt line disconnected during treatment. The pt was in a fill at the time of disconnection. Pt was given antibiotics. Pt had no ill effects. Sample was discarded by the pt; sample is not available.